Event description:
Customer reported her insulin pump's display was blank. She changed the battery and it looked liked it turned on, but when she checked later, the display was blank again. Customer's current blood glucose is 347 mg/dl. Her blood glucose before the device shut down was 109 mg/dl. Customer uses (B)(4) batteries. The battery compartment and cap are not damaged or corroded. Customer inserted a new battery, but the display did not return. Removing the battery for ten minutes and cleaning the contacts did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.